Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter via a survey, on (B)(6) 2026, the patient was hospitalized for 6 days. There was no information regarding what the cgm device was displaying leading up to the hospitalization. It was reported that the patient experienced issues with pairing the sensor, but no direct relationship to the hospitalization was reported. No specific symptoms were reported, and it was unknown if the patient experienced a diabetic event. No treatment was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Sr (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.